Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery charger/modem was unable to charge a battery.

Manufacturer narrative:
Device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to charge a battery) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to a shorted q1 current controlling transistor on the bedside pca and contamination on the charger battery board. The root cause for the shorted q1 transistor could not be positively identified. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the defective battery charger/ modem.